Manufacturer narrative:
Concomitant medical products: product ID: 3986a70, lot# n375606, implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that a patient got follow-up from surgery and hadn¿t had any instructions. Therapy was becoming less and less effective and was never fully effective to begin with. The patient had been adjusting stimulation on her own but it didn¿t seem to be helping very much. Her symptoms included chronic migraines, she hadn¿t driven her car more than five miles this year, and she didn¿t have much life left. The patient said she didn¿t just need pain relief, she needed to be functional and she was currently completely disabled. Whenever the patient¿s headaches got really powerful, the headaches seemed to shrink the area of effectiveness and the main area she needed covered, right above her right ear, wasn¿t currently covered with the stimulation. Stimulation helped a while with the other areas, such as muscle tension in her neck which she didn¿t have much anymore, but the pain from the migraine was still crippling. The patient had seen her doctor for pain medications and updating the implantable neurostimulator (ins), but she wanted to get off the pain medications and couldn¿t do that until the ins was effective. It was later reported that therapy had not worked and the patient had not received relief from migraine headaches since implant. The patient reported their pain level as an eight. The stimulator never really helped the migraines like the trial did. The patient stated the insurance company would not let the doctor put the implant in where it would help with the coverage. The patient met with the manufacturer representative at the doctor¿s office last month but the patient did not have her programmer with and when using the programmer ¿it did not have the program in there.¿ the patient used the recharger to turn on the implantable neurostimulator (ins) but when she used the programmer ¿it just went right back to the previous program.¿ the patient stated she did not have a current managing doctor, did not know if her pain doctor had any experience with the stimulator and that the doctor ¿did not really work with the manufacturer.¿ the patient wanted the manufacturer representative to meet her at the doctor¿s office. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.